Event description:
It was reported that on 25 mar. 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, at 30 percent deployment, the valve moved (parachuted) supra-annular so it was recaptured. On the second attempt at 40 percent deployment, the valve was positioned slightly deeper than the initial position and the valve moved supra-annular so it was recaptured again. On the third attempt at 80 percent and at release, the valve was positioned at a depth of 7mm on the non-coronary cusp (ncc). Prior to full deployment, the valve went deeper into the left ventricular outflow tract (lvot) and the final implant depth was 12mm intra annular. The patient was developed with severe aortic regurgitation and the physician decided to pull the valve out from the ventricle into the ascending aorta. A 26mm, non-abbott valve was implanted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter believes the cause of migration due to the patient's anatomy. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.